Event description:
A caller reported a malfunction on their insulin pump, identified with a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. The customer was using a backup insulin pump to ensure insulin delivery was not interrupted. Tandem technical support verified multiple occurrences of the malfunction in the pump's history and arranged to send a replacement pump to the customer. The customer was instructed on storing the defective pump and returning it using a pre-paid label.